Event description:
It was reported that revision surgery was performed due to pain. Devices were originally implanted in (B) (6) 2008.

Event description:
Boston scientific crm received information that this implantable defibrillation lead and the device exhibited pacing impedance measurements less than 200 ohms. Noise was also observed on the rate/sense channel. It was reported that the patient has a good underlying rhythm. The patient had experienced syncope, however the cause could not be determined. The device and lead were explanted. A new system was successfully implanted.